Event description:
During operative fixation of pelvis, the screw driver was being used by surgeon and broke. Pieces of the broken instrument were retrieved. X-rays were done to verify that there were no retained foreign bodies.